Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies for detection of supra ventricular tachycardia (svt) and atrial fibrillation (af) with rapid ventricular response by the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.